Event description:
Event description guidant received information that this transvenous implantable lead exhibited increased pacing thresholds and intermittent loss of capture. In addition, increased pacing impedance was observed.